Event description:
It was reported that the event occurred in the cath lab. During product prep the connection of the catheter to the pressure monitor was not recognized. As a result, a new catheter was retrieved and used successfully. There was no reported pt death or injury. The procedure was delayed for the timeframe required to retrieve a second catheter. There were no reported complications, and the pt outcome is good. Add'l info received on (B)(4) 2012 from (B)(4) stated, "the catheter was inserted in pt. Then, the user found that the machine did not recognize the catheter."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.